Event description:
It was reported that during a surgical procedure at the user facility, the smoke evacuator was working intermittently. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the smoke evacuator working intermittently was not able to be confirmed by a manufacturer field repair technician. Upon inspection, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance at the user facility and returned to service.